Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported via email that upon removal of a tampon the pledget fell apart into pieces. She manually removed pledget pieces from her vaginal cavity. She was unsure if all pieces were removed and was possibly going to contact her doctor. No symptoms were reported. Multiple attempts have been made to obtain further information about whether or not she saw her doctor and regarding any outcome, however, no further information has been received.